Event description:
It was reported to philips that the system was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the coronary planned procedure was being performed, and the customer used the equipment without restrictions and all exams were completed without errors and the procedure was completed properly. Review of the logfiles confirmed the error ¿the application error: bodyguard post failed¿. It was reported that the system unable to perform x-rays. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the communication problem between the flat detector controller and the image link signature error. Fse replaced the px4800 flat detector. Later, fse found that there was a failure in the bodyguard sensor and therefore the failure in the bist of spc1 occurred. Fse replaced the extension board. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.